Event description:
On 10/12/98, the physician informed the MFR's sales rep of the following: the distal half of the peel away sheath broke off and lodged in the pt's body. The distal half of the peel away sheath was removed by radiology-specials. Device placement was completed with another introducer set without further problems. The report also states that the device in question is not available to be returned to the MFR. For analysis. No further details were provided.